Event description:
Caller reported repeated occlusion alarms with the history unable to verify the alarm number. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or result in a ¿high¿ reading on the cgm for all listed dates. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, with plans to call for additional assistance next week.